Event description:
It was reported that a sigmoid resection procedure was performed in which a circular stapler was used to form an end-to-end anastamosis. Leak and pressure tests were performed during the initial procedure and the staple line was deemed to be intact. The patient was brought back to surgery 5 days post-op due to abdominal pain and a fever. It was then determined that the anterior portion of the anastamosis was partially open, and upon further examination and pressure, the entire staple line came apart. The staple line was repaired during the follow-up procedure and the patient is reported to be stable at this time.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
.

Manufacturer narrative:
(B)(4). Additional information provided: which stapling technique was used? It is believed to have been a single. Which purse-string suture technique was used? Purse string device. What other devices were used for transecting and/or closing otomies? Echelon 60. Who fired the device? The surgeon fired the device. However, a retired surgeon normally fires the device for this particular surgeon but was not in this case. Per the sales rep the retired surgeon thinks the surgeon may have dialed the device down too far since it has been a long time since the surgeon has fired the device. Has the person firing been trained on how to use the ees circular device? Yes. Has the operating room staff been trained in preparing the ees circular device? Yes. There were no indications of a device issue during this procedure, a leak test was performed and the case was completed with no patient impact. The patient was discharged home and the patient returned day and half later. During the reoperation on (B)(6), 2012 the following was reported. What did the staple form look like? The staples were "b" formed. Were any diversions done? Not during the initial procedure. How was the leak addressed? The staple line was repaired using sutures and the patient received a temporary colostomy. What was the indication for the surgical procedure? History of diverticulitis. Did the patient have pre-existing conditions that could have impacted the patients health/surgical outcome? No. Has the patient undergone any radiation or chemo therapy? No. Were there any comorbidity concerns (diabetes, crohns, auto-immune disorders, coagulation issues, etc.)? No. What is the patients present condition? The patient was discharged home on (B)(6), 2012. Is a pathology specimen available? No. Are there any x-rays and/or picture available for analysis? No.